Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the el314 instrument will not hold the clips in the device jaws. The clips will fall out, no matter if it is inside the pt or outside the pt. The jaws look too wide.